Manufacturer narrative:
(B) (4) - mesh exposure - mesh exposure: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00265. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent on sling procedure on (B) (6)2008. The tape cured the incontinence, but vaginal mesh erosion then occurred four months post-operatively. The tape was excised (B) (6)2009.